Manufacturer narrative:
E1 - address 1- (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited a non-compatible scope connection error (e315). The issue occurred during maintenance. There were no reports of patient involvement.